Manufacturer narrative:
Findings: unit power up and gave a constant a39 alarm due to poor solder joint atu6 flash memory at mb. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with broken reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed spi to motor pic communication error. Customer's blood glucose reading was 115 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.